Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial#: (B)(4), product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient on 2022-02-01 who was implanted with an implantable neurostimulator (ins) for non-malignant pain and spinal pain. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt had their medtronic battery replaced on (B)(6) 2020 and they had to charge their implant daily since. No patient symptoms were reported. Additional information was received from the patient on 2022-02-18. Pt said they were unable to fully charge daily due to controller and recharger issues. Pt has since received a replacement of both devices and issue appears to have resolved charging and pain control issues. Additional information was received from the patient on 2023-02-06. The pt reported that their previous 2015 implant was replaced because they had to put a stronger implant to be able to charge daily, otherwise it would take up to 3 hours to charge their implant and the issue began within about 6 months before replacing the implant in 2015 but the pt was unsure.